Manufacturer narrative:
Product event summary # fusion axiem communication issue. Other relevant device(s) are: product ID: 9 733560xom, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred prior to a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had axiem communication issues today during a case. The emitter details showed red status for both axiem and emitter and stated no communication to axiem box. Site rebooted system twice with no resolution. Navigation was aborted. Issue occurred prior to active navigation. Less than an hour delay. No patient impact reported.